Manufacturer narrative:
(B)(6). No product was returned. No testing or inspection could be performed because no samples or photos were provided for evaluation. We are unable to confirm the reported complaint.

Event description:
Information was received indicating that during suctioning of the patient, the suction catheter became stuck with in the smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) tube. It was reported not to advance any further and wouldn't allow suctioning. Subsequently, the tube was required to be replaced with no adverse patient effects.